Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose reading was less than or equal to 40 mg/dl with symptoms of slurred speech, unsteadiness when standing and walking, and fecal incontinence. It was reported that the patient did not receive third party assistance or any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy with recent adjustments to the basal settings by health care provider. The reporter stated that there was an inaccurate delivery issue with the pump. Customer technical support (cts) agent reviewed the pump settings with the reporter and discovered that the time and date was set incorrectly so pump was delivering daytime insulin at night and nighttime insulin during day. Cts assisted the reporter in correcting the time/date. It was confirmed that the time/date was correctly maintained on pump reboot. This complaint is being reported because the patient experienced severe hypoglycemia related to a use error in that the time/date was set incorrectly.